Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a cut in the silicone tubing. Functional leak testing was performed, and it was noted that a leak was observed from the cut in the silicone tubing next to the twist clamp. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a minicap extended life transfer set "cracked" which resulted in leak. The nursed clarified the allegation as "a hole in transfer set tubing". This was occurred during first fill of peritoneal dialysis therapy. The transfer set was replaced. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.